Event description:
New information received notes that the programming changes were not made. The changes will be made at the next follow-up appointment.

Event description:
It was reported that during follow up, post-paced t-wave oversensing was observed. Patient was asymptomatic. Programming changes were made.

Event description:
New information received notes that post-paced t wave oversensing on the ventricular channel was observed again via remote transmission. Patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes during follow-up, another instance of post-paced t-wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made.